Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that cutter could not start properly and cutting failure occurred during the vitrectomy surgery. The condition of aspiration and actuation was unknown. The surgery was completed after replacing the product with another probe. There was no patient harm.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a pouch, for the report. The sample was visually inspected and found to be nonconforming with the probe needle bent, dried clear foreign material covering the port and tip of the probe, and orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for aspiration. The actuation and cut functionalities of the returned probe was unable to be tested due to no movement of the inner cutter in the port. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The port needle was observed to be bent. The inner cutter was observed to be bent at the tip. White foreign material observed in the port of the inner cutter. The sample was tested with a syringe and resistance was felt. A wire enters the aspiration path but did not go through. The sample was retested with a syringe and resistance was felt, solid material is blocking the aspiration path and cannot be removed for further evaluation. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an aspiration failure, which can be perceived as cutter could not start properly. The actuation and cut functionalities of the returned probe were unable to be tested due to no movement of the inner cutter in the port; however, the no movement of the inner cutter in the port could be a contributor factor of the reported cut failure at the time the reported event was observed. The most likely root cause for the no movement of the inner cutter in the port is the port needle/inner cutter bent condition. How and when the port needle/inner cutter became bent cannot be determined from the evaluation performed. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The root cause of the aspiration failure is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause of the foreign material in the aspiration path cannot be determined from the evaluation performed, and exact root cause for the port needle/inner cutter bent could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).